Event description:
A tps handpiece cord was sent for evaluation. It was running without activation. The event occurred during a routine field service maintenance visit. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the analog ground pin was noted. The device was not returned to the user facility as it is not repairable once it is disassembled.